Manufacturer narrative:
Complaint was confirmed. The returned apollo rf h50 ar-9835 was visually inspected, showing the electrode head missing and damage at the distal tip of the probe. The most likely cause is stated in the complainant's narrative statement that the tip of the probe broke off when removing it from the joint, it got caught in the cannula that it was being used with. This corresponds to excessive force or prying/leveraging the device during use.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a hip scope, the tip of the probe broke off when removing it from the joint. It was not retrieved. The case was completed. Per the surgeon, he believes that the wand got caught in another manufacturer's cannula that it was being used with.